Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was successfully primed for a thrombectomy procedure in the left common and external iliac vein with access in the popliteal vein. The device was inserted through an 8 french sheath over a 0.035 guide wire. The device performed well for about 100 seconds when an error message to check saline supply displayed in the console. They checked the saline supply and everything was totally fine. So they pushed alarm reset button and it started to work for a few more seconds, but then the same error displayed. This check saline supply error occurred at least 5 times and there was no problem with the saline. Then, they got an error on the console which displayed ¿get new catheter, persistent error¿ because the check saline supply error kept coming up. At that point, the zelante catheter was removed and a new zelantedvt catheter was opened. The procedure was completed with this new zelantedvt. There were good results there were no patient complications and the patient was very well.